Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: it was reported the sutures are bending at the needle, could you please provide more details? When was the suture snapped (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify could you please confirm the total number of bent sutures involved in this event? Could you please confirm the total number of snapped sutures involved in this event? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-03134.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The sutures are bending at the needle causing it to snap at the suture. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/24/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned sample determined that it was received, two unopened samples that pertain to the product code y494g. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area of the needle were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. The needles were tested by resistance test to needle and met the requirements. In addition, the sutures were dispensed without problems and examined along of the strand and no issues related to breakage suture or anomalies were observed during the evaluation. A functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03134 and 2210968-2023-03135.